Manufacturer narrative:
Evaluation summary: based on the data from the investigation, it was determined that the potential/root cause of the failure was due to a half-break in the signal cable, which caused the wire to break during a specific bending operation, causing the image to disappear. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax medical miyagi on 18-mar-2021 under normal conditions. The endoscope was reworked for filter defect and zoom malfunction including filter replacement, disassembly adjustment and passed required inspections, and was released accordingly. Also, there were no concessions and the dates of approval for shipment and actual date shipped were confirmed for (B)(6) 2021. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Manufacturer narrative:
The pentax medical emea responded to a good faith effort request via email on 14-july-2023 noting that no information was available as to whether images were distorted during hospital use, if the procedure could have been continued, or if an alternative endoscope was available. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Image disturbance during angulation. This event occurred at the time of during inspection. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.